Event description:
A guidewire was advanced across l.femoral and across sfa into popliteal artery. A 5x40 mm sailor balloon was used to pta entire sfa leaving several areas of significant residual stenosis. This was treated with a bridge aurora 7x80mm a 7x100mm absolute, a 6x100 absolute and a 6x80 mm absolute. Post dilation was performed with a 5x80mm sailor balloon leaving no significant residual stenosis. A 7x150mm protege stent was attempted to deploy into the distal sfa but half fracture of deployment system, the partially deployed stent was attempted to be retrieved from access sheath over right side, but part of the stent embolized into mid-right iliac. This was treated with a 7x28mm onmilink stent leaving no residual stenosis and normal flow. After deployment of costial sfa a small (type 2) perforation was seen over distal common femoral over left side, this ws treated with fluency 7x40mm leaving no residual stenosis and normal distal flow.